Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The nurse contacted animas initially reporting that the patient needs the pump replaced. The nurse reported that the patient was hospitalized on (B)(6) at 2:47 pm with dka and a blood glucose level over 400 mg/dl. She mentions that the patient has had multiple problems with other pumps in the past that were replaced. The nurse states that the patient's hcp decided to discontinue pump therapy and prescribed a sliding scale upon discharge. The nurse does not know the events leading up to the patient's hospitalization. The animas representative instructed the nurse to tell the patient to call animas to troubleshoot the issue. The patient has not called animas.